Event description:
An afx bifurcated stent graft was implanted with a vela suprarenal cuff to treat an abdominal aortic aneurysm. The patient returned approximately 2 years post-op for a routine follow-up, presenting with aneurysm enlargement and a potential type 3b endoleak. The stent graft system was explanted successfully. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm a type 3b endoleak. The most likely cause of the compromised stent graft integrity was related to intentional user error, due to the use of non endologix concomitant products for the off-label iliac anatomy in combination with an unintentional user error because the leak could be observed at implant. Less likely, the lack of integrity was an accumulation of multiple endovascular manipulations (intentional user error in combination with a cautionary product use condition (stent revision). No procedure related issues or harms could be determined due to the lack of medical information regarding the event. The devices were not returned to endologix for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information identified during the complaint investigation. The patient had a previous repair of a type 1b endoleak and a 3a endoleak of the iliac components on (B)(6) 2016. The physician implanted an infrarenal aortic extension and a non-endologix gore graft to seal the endoleak. On (B)(6) 2017 the patient was reported to have a type 3b endoleak an additional repair procedure was not completed until this current event.